Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The cause of the reported event is likely this change in labeling being unknown to the reporter. Labeling review: atlas gold label artwork document (B)(4) was reviewed. Revision 3 of (B)(4) was the first revision to include a barcode on the outer product labeling. (B)(4) revision 2 did not contain this barcode on the label. (B)(4) was implemented at the manufacturing facility on (B)(6) 2023. Per the device DHR review, this lot was manufactured and released on (B)(6) 2023. Therefore, this lot would have used (B)(4), which did not contain a barcode. As a result of the labeling review, it can be determined that no labeling issue can be confirmed as the product labeling contains all correct information based on the date of manufacture. H10: d4 (expiration date: 10/2026), g3, h6(method). H11: h6(result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, it was noticed that the three codes with the information allegedly does not have barcodes. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 10/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, it was noticed that the three codes with the information allegedly does not have barcodes. There was no patient contact.